Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2007 via tha for the patient¿s right hip joint. It was reported that the dislocation occurred, and the surgeon reduced it last month. On (B)(6) 2020, the head (p/n: 962710000) was dislocated from the stem (p/n: 134523000) and the patient had a pain and inability to walk. The revision surgery was planned on (B)(6) 2020 by replacing the head and the liner (p/n: 121887354), and the surgeon planned to replace the stem if a new head did not connect the implanted stem enough. The surgeon commented that the breakage of the stem¿s neck is slightly thinkable. He feared a possibility of deficient connection of a new head and taper part. No further information is available.